Event description:
Received a report of leaking between th valve and the end of the IV tubing. There was no report of patient or user harm and no medical intervention was required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.